Event description:
Report received from the USA stating that the device was "leaking." The reporter stated, "the drill is leaking and he does not have documentation. I do not have the info. I do not know who was in the room. It will take too long to investigate." No pt or user info was provided. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and no leaking was observed. The event was not confirmed. If additional info is received, a supplemental report will be sent. (B)(4).